Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It as reported that the trial started on (B)(6) 2022. It was reported that the patient is in the hospital. They had barely any urine output from (B)(6). They put them on lasik. Unsure if it was due to the device or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.